Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The nurse was performing a practice therapy using a dummy tummy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative had the nurse cycle power to clear the alarm. There was no patient involvement. No additional information is available.